Event description:
In an abstract titled "infectious complications after percutaneous cement injection in the spine. Incidence in one center and review of literature", a retrospective review of all percutaneous procedures performed between (B)(6) 2001 and (B)(6) 2010, both vertebroplasty and kyphoplasty guided by CT-guided fluoroscopy performed in operating room, was conducted. During the study period, there were 400 patients with 350 vertebroplasty and 50 kyphoplasty. The following was reported in the results. -the total number of cases of infectious complications was 5 patients (1.25%). The number of levels operated on was one in all cases. Medical treatment was effective in one case, surgical treatment was necessary in three cases and one patient died of multiple organ failure and septic shock in the context of a transplanted kidney. No further information was reported. Note: information of the bone cement used is not provided in the article and could not be confirmed.

Manufacturer narrative:
Age at event: the mean age was (B)(6). Sex: gender distribution was four women and one man. Report source: article titled "infectious complications after percutaneous cement injection in the spine. Incidence in one center and review of literature", by ph bas, d cruz, p sanchez, jl bas, s soler, n franco. Eval method: follow-up with company representative.